Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented after receiving inappropriate shock due to noise, x-ray revealed lead dislodgement. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that lead fracture was also observed.